Manufacturer narrative:
Correction: e4 should be yes.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and loss of capture. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Medwatch report number: mw5145935.